Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that since having the ins put in, they keep on feeling light headed, and feeling the pulsing. Patient stated that whenever they are sitting or lying down, they feel the pulsing. Patient also mentioned that the sensation is much worse at the beginning, then the healthcare provider (hcp) adjusted the stimulation, for a while the sensation is good, but now it's annoying. Agent reviewed decreasing the stimulation up to a comfortable level, and redirected the patient to the hcp to further address the issue. The patient stated that they have an appointment with their hcp next week, and will make the adjustment then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they are having a terrible problem with the ins, and it really doesn't work. Patient stated that they woke up 4-5 times a night, and on rare occasion, it will be 3-4 times a night. Patient also stated that when the ins was first put in, the pulsing was on their vagina going to the rear didn't stop, and it was adjusted where it was off during the day, but would work at night. Patient also stated that they don't feel the pulsing anymore, but since the ins was put in, their bowel movement became difficult, they thought they are constipated, and they were generally not feeling well. They are certain that it's not constipation, but they cant go to the bathroom. Patient mentioned having bowel movement only once every 3 days. Agent reviewed making therapy adjustments and offered walking them through connecting to the ins, but they stated that they don't know how to use their external devices, and will call back once they had their daughter over.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.